Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue. Additionally, the device's 43-micron filter was dirty, pollen filter and whisper cap were missing, and need replacement. The device's front enclosure, rear enclosure, enclosure seal, bottom enclosure, porting block adaptor, universal porting block, obm housing, obm duct, handler, handler o-ring, flow sensor assembly, stirring fan, stirring fan retainer need replaced due to physical damage. Also, the device's blower assembly operation was noisy, and need replacement.